Event description:
Complainant alleges falling asleep while using a heating pad and awaking to find the heating pad melted causing damage to couch. No injuries were reported with this incident.

Manufacturer narrative:
This pad was severely bunched/folded. Bunching/folding is abuse of the product and a violation of the instructions and warnings provided. Sleeping with the pad is also a violation of the instructions. No injuries were reported with this incident. This incident is a direct result of misuse/abuse of the product.